Event description:
The customer reported that they were not receiving audio from their mx40 device. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they were not receiving audio from their mx40 device. There was no pt involvement. The device was returned to philips for eval. The eval found that the case was cracked, the touchscreen was scratched and the device would not turn on. Since the device would not turn on, there was no audio. The system board was replaced to resolve the issue. The issue is most consistent with user handing where the case is cracked and the device no longer turns on. This is not a device malfunction. Trending for this issue supports that there was no malfunction or health risk and there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.